Event description:
Complainant alleged that while attempting to treat a patient, the device displayed a "bridge test failed" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
MFR has not received the device for evaluation and this complaint is still under investigation.